Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. Final analysis of visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during a procedure, the patient's atrial lead exhibited failure to capture. Upon atrial lead repositioning, the helix failed to be extended. The atrial lead was not used and another atrial lead was implanted on (B)(6) 2024. The patient was stable throughout.